Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had a non-recoverable fault. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found 32100 for the proximal set up joint (suj). Site power cycled, and the fault returned. The tse had the customer do a hard power cycle of the patient side cart (psc). After that, it powered up with no faults. The tse informed the customer that the fault could come back and be prepared to disable arm 3. Tse asked how many arms they needed for the case, and they stated all four. Tse did inform them that, in case they could complete it with three arms, how to do it. The customer called back because faults re-occurred. Tse verified amrnet 3 errors in logs. Tse had caller power cycle and undock arm 3 prior to installing instruments. Customer was continuing with arms 1, 2, and 4. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the proximal set up joint (suj). The system was tested and verified as ready for use. The suj involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the proximal set up joint (suj) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in normal mode where it functioned as expected. The unit was then installed on a patient side cart fixture test platform where it passed all relevant tests. However, the error 32100 was shown in the logs thus replicating the reported event. While a definitive root-cause cannot be established since the suj passed all relevant tests during in-house testing, a potential root cause for the occurrence of error 32100 on a suj can be attributed to a fault of a component or module on the acu printed circuit assembly (pca).

Event description:
Refer to h11 for follow-up information.